Manufacturer narrative:
Based on the claim against the product by the customer noting the tip would not rotate properly, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the tip of the medium-large clip applier would not rotate properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the site does not recall the information. The site stated they do not use medium-large clip appliers. The surgeon that used large clip appliers did not have issues that day.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation was able to replicate and confirm customer reported complaint ¿tip would not rotate properly¿. The instrument was found to have a derailed grip cable at the distal end. The yaw motion can then be non-intuitive as a result. Derailed cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. Additional observations not reported by the site were also identified. The instrument was found to have a cracked clamping pulley at the proximal end. Improper cleaning during reprocessing most commonly causes this failure. The instrument was found to have dried residue on the clamping pulleys. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibited orange discoloration.